Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and it passed. The receiver failed to charge and boot due to no power on. The receiver downloaded by using a known good battery to download. The log was downloaded and reviewed finding firmware errors. The receiver case was opened and the internal and battery inspection found a defective battery. The allegation was confirmed. The probable cause is defective battery. No injury or medical intervention was reported.